Event description:
Reporter noted staff thought system was programmed to soft resistance for footswitch. System changed settings to medium resistance without staff knowing. This contributed to posterior capsule tear. No anterior vitrectomy required. Patient outcome reported as excellent.